Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the handle did not have a connection at the distal section. Additionally, x-ray analysis was performed on the device, and it was confirmed that the yoke was detached from the control wire. Microscope examination was performed, and it was observed that no activations had been performed. The bushing had hits on its hooks while the bushing tabs were rounded. Dimensional analysis was performed between the hooks of the bushing to further analyze the deployment issue, and both sides were confirmed to be smaller than normal specifications. These observations indicate that the device experienced a deployment failure. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the clip could not be opened after it was unpacked. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bushing had hits on its hooks, bushing tabs were rounded and further dimension between bushing hooks were found to be smaller than normal specifications; therefore, this is now an MDR reportable event.